Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient called to report that a lifevest was issued prior to lead revision. The pace/sense and rv coil was capped with the superior vena cava (svc) coil of the lead remaining in use. A new lead was implanted.

Manufacturer narrative:
Concomitant: ddmb1d1 ICD, implanted: (B)(6) 2017. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead was found to have oversensing of noise with non-sustained ventricular tachycardia (vt) and sensing integrity counter (sic) episodes. The rv lead had high impedance. The rv lead and tachycardia detection were programmed off. The lead remains in the patient out of service and was not replaced. No patient complications have been reported as a result of this event.